Event description:
It was reported that the patient presented remotely via merlin.net experiencing ventricular tachycardia (vt). Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for the vt which failed to convert the rhythm due to under sensing. The ICD was reprogrammed. The patient was in stable condition.